Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively during the placement of the leadless implantable pulse generator (ipg), because the procedure was expected to be short, it was decided by the physician that a heparin bolus was unnecessary, and that undiluted contrast medium would provide clearer imaging than diluted contrast, and the procedure proceeded without following the proper-use guidance. Before tether removal on the delivery system, flushing was performed more than sufficiently. However, it ultimately became difficult to remove and detachment occurred. A snare was used on physician¿s discretion to retrieve the device. The leadless ipg system was attempted not used. No patient complications have been reported as a result of this event